Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. Isi has not received the sureform stapler 60 instrument or reload involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A review of the stapler logs show the sureform stapler 60 instrument was installed 6 time and fired 6 reloads (1 blue, followed by 5 white). On installs 1-5, the first clamp was successful. The firings were completed with 1 pause for compression on each, excluding the 2nd firing, which had 2 pauses for compression. On install 6, the clamp was successful, but was followed by a firing failure. The firing stopped at ~98% completion, after a duration of ~40 seconds. The stapler was then removed, and not used again in the procedure. There were no other stapler related errors in the logs. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, a partial fire occurred when a sureform stapler 60 instrument was fired and the staple line was incomplete. The affected site was positive for an icg leak test the surgeon over sewed the entire posterior aspect of the gj anastomosis. Additionally, vistaseal was applied circumferentially on the anterior and posterior surface of the anastomosis.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y) procedure, the sureform stapler 60 instrument misfired by stopping prematurely, while stapling the gastrojejunal (gj) anastomosis. Buttress material was used on the first fire with a blue sureform stapler 60 reload, then was fired several times after with white sureform stapler 60 reloads. The stapler worked and was fired at least 4-5 times prior to the partial fire. The surgeon did not encounter any clamping issues, obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. The instrument was inspected prior to use, and nothing was found out of the ordinary. The surgeon routinely uses a white reload for bariatric gastric bypass. The target tissue was the stomach. The affected site was positive for an indocyanine green (icg) leak test and there was no bleeding. The surgeon over sewed the entire posterior aspect of the gj anastomosis. A repeat icg leak test was performed and it was negative. Vistaseal was applied circumferentially on the anterior and posterior surface of the anastomosis. There was no unplanned tissue removal due to the stapler firing failure. The surgeon opened a new stapler and white reload to resolve the issue. The procedure was completed robotically with no injury to the patient, there was no postoperative complications reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the white sureform 60 reload associated with this complaint and completed investigations. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review. Although initial investigation determined most probable common root cause to be not determinable, after additional investigation/testing that included visual inspection of the blade and the observation of a damaged blade, the most probable common cause is determined to be attributed to mishandling. Additional observations not reported by site: the reload was disassembled in-house for inspection. The reload was found to have cartridge damage on the reload's surface near the pusher along the knife track and at the proximal end. Material appears to be missing, measuring approximately 0.092" x 0.038". The reload was found to have a damaged blade. The blade exhibited mechanical indentations. The reload was observed to have a lodged, malformed staple bunched up the surface of the reload where the exposed knife is located. Root cause of this failure is attributed to misuse. The reload was found to have pusher damage. Common cause of this failure is attributed to a component failure.failure analysis investigations of sureform 60 stapler associated with this complaint was completed and the following findings were obtained: based on log review, the instrument was found to have 1 firing failure. However, the firing failure was not replicated during in-house testing. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully. The instrument was fired with a green sureform green reload. The instrument was found to have a firing failure based on log review.

Event description:
Refer to h10/h11 for follow-up information.